Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated they had about 15 low flow alarms at home over 2 days. Interrogation did not show any low flow alarms or power cable disconnect alarms. There were some alarms with the date 15mar2000 that said clock not set. The system controller was synced with the correct data and time. The patient also had been experiencing some bloody bowel movements for a few days, shortness of breath, and general weakness. The patient denied any vomiting or nausea. The log files were reviewed and contained persistent system controller clock corrupt alarms. These alarms typically were due to loss of all power events. After an unknown amount of time external power would have been restored and the pump resumed normal operation with system controller clock corrupt faults active. The exact date of this was unable to be determined. The log files confirmed the clock got synced to the correction date and time. Additionally the log files contained low flow estimates as well as sustained low flow hazard events when calculated pulsatility index (pi) was elevated. These appeared to not be the result of any device issues. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible in the log file the device was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the low flow alarms was determined to be hypovolemia. The low flow alarms resolved when the patient was provided fluids. The patient was dizzy at the time of the low flow alarms. The cause of the clock not set alarm was not determined but the clock was synced. A computed tomography (CT), abdominal ultrasound (abd) and protein electrophoresis (pel) was done. There was evidence of a massively enlarged/inflamed gallbladder. The source of the bleeding was cholecystitis. The bleeding was resolved with a cholecystectomy and cholangiogram. The bleeding was treated with fluids and it resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms. A specific cause for the low flow alarms could not be confirmed through this evaluation; however, according to the account hypovolemia was the cause of the low flow alarms. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined. The submitted controller event log files captured transient low flow alarms throughout the file associated with pulsatility index (pi) events. No other notable alarms were captured. The pump appeared to have been operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.